Manufacturer narrative:
(B)(4). The company is awaiting information from the customer regarding this incident. The instructions for use warns users, "when handling extracorporeal blood circuits, take adequate precautions to prevent the possible exposure to and transmission of the (B)(6), (B)(6), and other infections agents." If additional information is obtained, a follow-up report will be filed.

Event description:
The customer reported that one operator was involved with three incidents where the middle seal of three seals broke, spraying platelets into the mouth and eyes. This report is being filed due to the potential for blood borne pathogen exposure and lack of information regarding medical intervention.